Manufacturer narrative:
The returned genesis ii components were examined visually, dimensionally, and functionally. The purpose of this investigation was to examine the returned components. No destructive testing was carried out. The returned tibial tray has scratches on the polished surface and the grit blasted surface had no bone cement attached to it. The grit blasted surface had regions that were burnished likely due to the relative motion between the cement and tray. Surface roughness measurements on the stem region away from the burnishing on the tibial tray grit blast surface were performed utilizing a surface profilometer. The roughness measurements were within specification. The tibial tray stem region has worn out area on the taper region likely occurred due to rubbing against bone after loosening. The polyethylene insert has pitting on the articulating surfaces likely caused due to bone cement debris from the loose tibial tray. The insert has burnished on the articulating surface and backside from usage. The oxinium femoral component has scratches on the posterior condyles likely occurred either during insertion/extraction. The oxinium femoral component has bone cement well bonded to the grit blasted surface. The bone and bone cement attached to the returned component has darkened regions indicating metallosis. Sem/edxa was conducted on a small bone chip with darkened areas from the femoral component. To enable sem imaging of nonconductive bone material, the bone chip was sputter coated with gold. Edxa analyses showed presence of calcium but no metal traces were detected. The tibial tray grit blast surface has no bone cement attached and the surface appeared burnished which both indicate loosening of the tibial tray component. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion. The femoral component appeared well fixed and the tibial tray stem has worn region due to contact with the bone after loosening. However, the exact reasons for metallosis could not be determined.

Event description:
It has been reported that a revision surgery was performed due to pain.